Event description:
Surgeon reports on database that a broken sign I. M. Nail was found at f/u. Surgeon indicates that the nail broke due to a nonunion at the fracture site. Surgery was required to replace the I. M. Nail and repair the fracture. Cause was full weight bearing a nonunion. No indication of product defect.